Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The investigation results were already submitted for this event.

Event description:
It was reported that the meshgraft had a ratched/damaged handle and the cutting result was not optimal. The cutting result not being optimal was recognized during an operation but without any danger or influence on this operation or any bad influence on the patient. The operation could be closed with good results.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the meshgraft had a ratched/damaged handle and the cutting result was not optimal. This was sent in for a standard maintenance.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on april 23, 2018, it was reported that the cutting result was not optimal. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Medicrea has previously repaired/evaluated meshgraft ii serial number 9932 two times as documented in the vdoc service portal. The last repair was july 20, 2015 where it was reported that the device required repair and the cutter replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on april 26, 2018 that the incoming test failed. The roller and side plate were damaged. The service technician suggested replacing the side plates and roller. Repair of the meshgraft ii has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by medicrea it was noted that the incoming test failed. The roller and side plate were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the incoming test failed. The roller and side plate were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The investigation results were already submitted for this event.

Event description:
There was no surgery involved and no patient involvement.